Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, device evaluation found an e216 scope communication error message was displayed. Based on the results of the investigation, and since the no display and b30 error message was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. The most likely cause of the e216 error message was corrosion on the plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that the colonovideoscope had no image and scope communication error (b30). The event had occurred during reprocessing, there were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.